Manufacturer narrative:
Patient weight unavailable from facility. Device evaluation: both device and marker band were returned for evaluation. Epoxy was intact at device tip. No damage was seen to marker band or to device tip, other than band missing from device tip.

Event description:
An isr (in stent restenosis) procedure being performed in the right leg, involving the superficial femoral and popliteal arteries. A 2.0 turbo elite device was in use. During the procedure, the tip of catheter came off the device. The tip was retrieved from the patient and the procedure was completed. Patient survived.